Event description:
It was reported that the lens dropped after catalys procedure of unknown eye. It is unknown if there was any medical or surgical intervention. No additional information was provided.

Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section b3 date of event; unknown/not provided. Section d6a: if implanted, give date: not applicable, as the device is not implantable. Section d6b: if explanted, give date: not applicable, as the device is not implantable. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.